Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt was unhappy with her outcome. The surgeon reported the pt was left with 1.5 diopter cylinder with a spherical lens and spherical corneal keratometry. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).